Event description:
It was reported that the 2.7mm right posterior suction tube was broken in half at the healthcare facility. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the 2.7mm right posterior suction tube was broken in half at the healthcare facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and device handling was determined to be a potential root cause of the reported event. The device was not returned to the healthcare facility, as it was not repairable.